Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture and had become dislodged. The physician explanted and replaced the ra lead. The patient condition was stable.